Event description:
Terumo medical corporation received the reported information. In a patient with heparin-induced thrombocytopenia (hit), the reservoir became clogged with a blood clot during blood retrieval, causing a rise in pressure and was replaced. Since gas exchange ability had not declined, the oxygenator was continued to be used. The procedure outcome was not reported. There was no harm to the patient reported.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no: k130520. Appearance confirmation of the actual device upon receipt (visual inspection) - no anomaly such as damage was found. The actual device was filled with glutaraldehyde-containing saline solution and fixed, the housing and filter were removed, and visual inspection of the filter and the gas transfer part was performed. Formation of blood clot was found in the filter. No anomaly was found in the condition of fiber winding. The fiber layer was removed gradually, and visual inspection of the gas transfer part was performed. Formation of blood clots was found. No anomaly was found in the condition of fiber winding. The outer cylinder was removed from the heat exchanger, and visual and magnifying inspections of the heat exchanger were performed. No formation of blood clot was found in the heat exchanger. Electron microscopic inspection of the fiber was performed. Adhesion of blood components such as white blood cells and platelets, and formation of fibrin net were observed. The manufacturing record and the shipping inspection record of the actual device. No anomaly was found. Past complaint file of the involved product code/lot number no other similar report was found. According to the investigation result, no anomaly was found in the manufacturing records of the actual device. As for the cause of this incident, it is conceivable that the aggregation ability of white blood cells and platelets was activated due to some factor, but it was not possible to clarify the cause of the blood clot formation from the investigation of the actual device. Relevant IFU reference: the IFU (capiox fx25) indicates as follows regarding the blood clot formation. Do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.